Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was not responding to an input from the customer. Reportedly, the pump was dropped in the toilet and the touchscreen is now unresponsive. Customer's blood glucose level was 229 mg/dl. Customer stated they reverted to shots for insulin therapy.